Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: the reported events (driveline disconnect and no external power alarms) were confirmed via log file analysis. The controller event log file contained events on 18jun2024, spanning approximately 5.5 hours. From 09:55:37 to 09:55:41 no external power alarms were active due to dual disconnections of the power cables from external power. The alarms cleared once the system controller was reconnected to power. The backup battery was able to provide power to the system during the event. At 09:56:40 the driveline was disconnected from the controller and the pump stopped for approximately 4 seconds prior to the driveline being reconnected. This event was associated with low flow and left ventricular assist device (lvad) off alarms. No external power alarms became active again at 10:48:44 due to dual disconnections of the power cables from external power. The driveline was disconnected from the controller again at 10:57:33 and was reconnected at 10:57:38. Since the system controller was not connected to an external power source when the driveline was reconnected, the pump did not re-start, per design. Multiple driveline disconnections and reconnections occurred; however, since the system controller was still not connected to an external power source, the pump did not re-start. At 14:25:30, the system controller was connected to the power module, with the driveline connected as well, and the pump ramped up to the set speed without issue. No other notable alarms or events were captured. The pump appeared to function as intended at the set speed while the driveline was connected to the system controller and the system controller was connected to external power. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. Multiple attempts for additional information regarding the event were sent to the account; however, none has been provided at this time. The root cause of the driveline disconnect alarms was unable to be conclusively determined through this analysis. The root cause for the no external power alarms was determined to be due to user error by disconnecting both power cables simultaneously. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including lvad off, driveline disconnect, low voltage, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The heartmate 3 patient handbook (rev. D), section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. D), section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was off due to drained batteries. The patient was reportedly stable at the time of the event. The log file captured low power advisories while on battery power on (B)(6) 2024 at 08:56:34. Then low power hazards at 09:54:57, no external power at 09:55:37, 09:56:47 driveline was disconnected and the pump was off, at 09:56:46 the driveline was reconnected. At 10:48:42 and low power hazard was noted, a no external power, at 10:57:33 the driveline was disconnected, and at 14:25:34, the pump was reconnected and running at 5200rpm. Additional information was received that the event log file captured a series of intentional pump stop command and driveline disconnects on (B)(6) 2024 between 1123 and 1425. This event created multiple low flow alarms, low speed advisory, low speed hazard, and comm fault alarms. All parameters began to normalize starting (B)(6) 2024 at 1425. The mechanical support system (mcs) equipment did not appear to be causing these events. Otherwise, there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.